Event description:
It was reported that while attempting to place the coil (subject device) into the aneurysm, the physician experienced excessive friction when repositioning the coil. While the physician was removing the coil, the coil stretched and broke. The proximal end was removed from the microcatheter. The physician retrieved the remaining piece of the coil by using a 4 mm snare. Patient condition is reported to be "ok".